Event description:
The patient received an addition to his scs system, specifically a percutaneous lead, on (B)(6) 2010. It was reported the lead was explanted and replaced after 4 months of use as it was no longer delivering stimulation. A diagnostic test of the lead revealed all contacts as invalid. The stimulation was restored with the implant of the new lead. Unfortunately, the explanted lead was discarded by the facility and will, therefore, not be returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed found a nonconformance related to the product. The nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality. The product was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.